Event description:
Nellcor puritan bennett received a call from representative from the facility. The facility called to report the following problem: when leads are removed from the baby the unit does not alarm. Unit continues to detect heart and resp.